Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on feb 4, 2022. The patient has effective therapy post operatively.

Event description:
It was reported that the patient was receiving the "replace generator soon" error message. It is unknown if the ipg displayed the message prematurely or not. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.